Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus india (omsi). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the results of past complaint surveys and labeling review surveys, there was the possibility that there was a difference between the reprocess method implemented by the facility and the reprocess method recommended by IFU. Omsi conducted the reprocess training to the user for the subject device again. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject devices have not been returned to omsc but were returned to olympus (B)(4). For evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4), it was found that the foreign material was attached around forceps elevator and under forceps elevator. There was no report of patient injury associated with the event.